Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient¿s right ventricular (rv) lead dislodged after the pocket was closed but before the patient left the procedure location. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.